Manufacturer narrative:
Device was used for treatment, not diagnosis. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon broke a 2.0 mm angled awl during a case on (B)(6) 2014. It was reported that the tip of the awl broke intraoperatively and generated a fragment, which was retrieved. The procedure was successfully completed and there was no patient harm. There was no time delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a pd evaluation was conducted. The report indicates that one 2.0mm angled awl (part# 03.617.993 lot# 7916289) was returned for the tip reportedly breaking intra-operatively. The awl is used to create screw holes for fixation of the zero-p spacer in cervical interbody fusion procedures. During implantation, the awl is inserted at the appropriate angle into the screw hole of the spacer plate and then tapped with a slotted mallet to create the screw holes (technique guide (B)(4)). Product drawings (B)(4) and (B)(4) were reviewed during the investigation. The returned instrument was manufactured in jun 2012 and therefore the tip was manufactured to (B)(4). The tip of the awl broke where the diameter transitions from 3mm to 2mm and the breakage is consistent with failure due to bending stress. Revision a of the drawing specified the radius at this transition point to be 0.5max while revision c specifies a radius of 0.3mm-0.5mm. The radius at revision a therefore could be as small as 0.1mm (per the internal radius callout) which significantly weakens the strength of awl and could cause it to fail more quickly. It is possible therefore that the design of the product did contribute to the complaint condition. The awl is intended to have only axial forces applied to it as well and therefore user technique may have also contributed to the tip breakage. Review of the product drawings found that the radius at the point of transition from the 3.0mm diameter to 2.0mm diameter could be as small as 0.1mm. This may have caused the tip to fail more quickly and therefore the design may have contributed to the complaint condition. The drawing has been updated since the manufacture date of the returned instrument to specify a minimum radius of 0.3mm. User technique may have also contributed to the tip breaking as the awl is designed to with stand only axial forces. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.